Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer a cartridge change error and a cartridge alarm (alarm 19) occurred during the cartridge load sequence. There was no adverse impact to customer's blood glucose level. Customer was able to successfully load a new cartridge onto the pump.